Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred, and a cartridge alarm occurred during insulin delivery. Additionally, air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, customer loaded a new cartridge, and insulin was resumed successfully.